Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the healthcare provider explanted the patient¿s system due to having mrsa. There were no external or environmental factors that were noted to be related to the issue and it was unknown if the issue had been resolved at the time of the report. No further complications were reported.